Event description:
A surgeon reported that during intraocular lens (iol) implant surgery the haptic broke and the lens was removed and replaced with a three piece intraocular lens. Additional info was received from the surgeon, who stated the posterior capsule ruptured due to the "the cartridge comes out too quickly without any stimulus". He stated there was postoperative corneal edema and the pt is "ok." The surgeon was unwilling to provide any additional info.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info; however, the surgeon was unwilling to provide any additional info. (B)(4).